Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. Uf/importer report#: (B)(4).

Event description:
A report was received on (B)(6) 2022 from the nurse at a critical care facility regarding a male patient with unspecified pathology who stated air bubbles were observed on the arterial side during a continuous veno-venous hemofiltration (cvvh) treatment on (B)(6) 2022. The patient was disconnected, and a flush was performed, the patient was then reconnected, upon restarting treatment the patient coded (nos). New information was received on 21 feb 2023 from a risk manager who stated, advanced cardiac life support (nos) was performed on the patient as a result of the code and the patient subsequently expired.